Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and the reported failure to adhere or bond appears to be due to challenging patient anatomy/morphology (large left atrium and mitral ring dilation). Additionally, the reported worsening mitral regurgitation appears to be the cascading effect of the partial clip movement. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the partial clip movement and recurrent mr post. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mitral regurgitation (mr) with left atrial and mitral ring enlargement with mr grade of 3-4. Two clips were implanted, one medial and one lateral of a2/p2, reducing mr to <1. The patient remained hospitalized per hospital regulations. On (B)(6) 2019, during a routine echocardiogram assessment, the second lateral clip showed to be well attached to the posterior leaflet but only the tip of the of the anterior leaflet was still within the clip. The clip appeared to be still completed closed, but mr had increased again. On (B)(6) 2019, a second procedure was performed in which an additional clip was implanted stabilizing the lateral clip and reducing mr from 3-4 to 1-2. No additional information was provided.